Event description:
Pt, while on crutches post op, suffered a fracture of the femoral neck.

Manufacturer narrative:
There is no baseline submitted, as this product is sold in the us under a different product code due to different indications for use. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.